Event description:
The following information was provided: as per pss implant request case 100569: failed right complex total knee arthroplasty with standard modular rotating hinged knee. Tibial component has failed and loosened.

Manufacturer narrative:
An event regarding loosening involving an unknown mrh tibial component. The event was confirmed via review of provided medical records by a clinician. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of medical records with a clinical consultant indicated: 'I have reviewed the documentation provided including the product inquiry cover sheet, and an ap and two lateral x-rays x-ray of a right hinged tka . Event description: as per pss implant request: failed right complex total knee arthroplasty with standard modular rotating hinged knee. Tibial component has failed and loosened. The x-rays showed the cemented implants in anatomic position. There are significant lucencies surrounding the tibial stem consistent with loss of fixation and failure. Loss of fixation and failure of the tibial component in modular rotating hinged tka is confirmed. The root cause of this loss of fixation and failure of the tibial component in modular rotating hinged tka cannot be determined from the limited information provided." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: a review of medical records with a clinical consultant indicated "the x-rays showed the cemented implants in anatomic position. There are significant lucencies surrounding the tibial stem consistent with loss of fixation and failure. Loss of fixation and failure of the tibial component in modular rotating hinged tka is confirmed. The root cause of this loss of fixation and failure of the tibial component in modular rotating hinged tka cannot be determined from the limited information provided.".

Event description:
No new information.